Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency department with complaint of abdominal twitching which was possible diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.